Event description:
A malfunction alarm, identified by code malf 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the issue reoccurs.